Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. Upon device interrogation, multiple episodes of atrial lead noise causing auto mode switch were noted. The lead was explanted. No additional information was available.